Event description:
It was reported in 2010, the patient had a stress echo which revealed poor functional capacity, severe prosthetic aortic stenosis. A transesophageal echocardiogram revealed a hyperdynamic left ventricle and a heart catheterization revealed an elevated gradient. An aortic valve replacement was performed. Additional information has been requested.